Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were confirmed by cgm. User made bolus requests without entering current bg levels and still having inulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 60 mg/dl. To treat the low bg level, the customer consumed carbohydrates. Recommendation was made to consult with health care provider regarding diabetes management.